Manufacturer narrative:
This event occurred during the unspecified date of 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported three (3) units of 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the injection port. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was manufactured july 16, 2017 - july 17, 2017. Three (3) samples were received for evaluation. Visual inspection and functional testing were performed. Function testing revealed a leak at the spike port cap from the base of the spike port on all three samples. The reported condition was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.